Event description:
The customer received questionable total prostate-specific antigen (tpsa) and questionable free prostate-specific antigen (fpsa) results on their e-module analyzer. The fpsa results were from this analyzer. The tpsa results were from another e-module analyzer, serial number (B)(4). The patient's initial tpsa result was 0.006 ng/ml accompanied by a data flag. The initial fpsa result was 1.05 ng/ml. The client questioned the results. The sample was pulled and re-run using another aliquot. On (B)(6) 2012, the first repeat tpsa result was 5.30 ng/ml accompanied by a data flag and the fpsa result was 0.598 ng/ml. On (B)(6) 2012, the sample was repeated again and the tpsa result was 5.4 ng/ml and the fpsa result was 0.6 ng/ml. The first repeat results were reported outside the laboratory as a corrected report. The customer was unable to provide any information on adverse events. The fpsa reagent lot number was 16543303 and the expiration date was 01/31/2013. The tpsa reagent lot number was 16349301 and the expiration date was 09/30/2012. The field service representative could not find a cause. There was no remedial action performed. He ran performance testing with no errors. He verified operation with no defects noted.

Manufacturer narrative:
A specific root cause could not be identified. The issue was not reproducible. The calibration and quality controls results did not indicate a system or reagent issue. There were no indications of hardware issues found. It is unknown whether erroneous result caused an incident or adverse event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For e-module with serial number (B)(4), refer to medwatch with (B)(6).